Event description:
Customer called on (B)(6) 2011 reporting that erroneous low sodium results were generated for two patient samples on the olympus au400 clinical chemistry analyzer. Customer provided a verbal example of 128 mmol/l of na and a rerun of 144 mmol/l of na for one patient sample. The second patient gave a result of 118 mmol/l of na and a rerun of 132 mmol/l of na. Customer noted that qc has been low although still within established ranges. Customer did not know when the electrode, reagents and buffer syringe were last replaced customer technical support (cts) advised customer to date reagents and keep a record of when maintenance was done. Field service engineer (fse) was dispatched on (B)(6) 2011 and found obstruction (gel) in the ise tubing. Fse proceeded to replace the tubing, ran calibration and qc, verified repair and performance was within published specifications.